Event description:
Boston scientific received information that this patient was in the intensive care unit for a high fever. The field representative was called in to interrogate the device and was unable to interrogate. The field representative tried to use a magnet and received no response. Boston scientific technical services (ts) asked if the device could have been changed out, and the field representative stated possibly, as the patient had been lost to follow up. It was also note that the device had been implanted over ten years and exceeds nominal longevity. As of now the patient has multiple, non heart related, health issues that the medical staff needs to work on. There were no allegations against the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.